Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00236 and 1627487-2011-00237. The pt received her scs system on (B)(6) 2005 consisting of an ipg and two percutaneous leads for low back and leg pain. It was reported that her stimulation increases without prompting. The alleged issue is said to be occurring more frequently than it had in the past and often results in more intense stimulation during certain positional changes. An x-ray of the pt's scs system will be taken for further interrogation.